Manufacturer narrative:
The additional information that was recently obtained on (B)(4) 2017 states a patient died on (B)(6) 2017. Patient was in a nursing home suffering from old age. Per his and family's request his device and automatic implantable cardioverter defibrillator (aicd) were turned off to allow for a natural death. Patient had several years with device and relatively few problems. Site stated death was not device related. No autopsy will be performed and device will remain implanted. No further information provided at this time. The death does not meet the required criteria for medical device reporting as the information states that event was not related to the device. No further reports are forthcoming".

Manufacturer narrative:
Clinical factors that may have contributed to the patient's death can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating a patient died on (B)(6) 2017. No further information provided at this time.